Event description:
The devices were returned to the manufacturer for analysis following a routine pump change for eri (elective replacement indicator). No event was reported.

Manufacturer narrative:
Catheter model #: 8709, lot#: j12124r35, implanted: unk, explanted: unk.

Manufacturer narrative:
The pump, partial catheter and connector were returned. Analysis of the pump revealed no anomaly found. A hole in the catheter caused by the metal pin of the pump connector poking through was noted.